Event description:
The pt underwent percutaneous transluminal coronary angioplasty using an 8 fr interventional sheath one week after a diagnostic catheterization in the same groin. The pt developed a hematoma and oozing around the sheath during the interventional procedure, which was attributed to leaking from the diagnostic site. The cath lab staff held manual pressure on the groin during the remainder of the procedure. The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. The device was placed with good marking and minimal oozing around the device. The device was deployed without difficulty and the procedure continued without incident until the device was removed. The white square knot was advanced to the wire. Upon pulling on the suture to tighten the knot, an increase in bleeding was noted. It was presumed that pulling on the suture had created a communication between the previous and current access site. The sheath was re-inserted with difficulty causing one suture to break. A second prostar xl 8 fr device was introduced and deployed without incident, but hemostasis could not be obtained on advancing the knots. The second device was removed without difficulty and replaced with a 9 fr interventional sheath. Hemostasis was obtained using femstop. Later, after the interventinal sheath was pulled, the pt became hypotensive and bradycardic. The pt was treated with atropine and dopamine and taken for surgical closure of an enlarged arteriotomy. The pt was treated with atropine and dopamine overnight to maintain blood pressure, but did not require blood transfusion. The pt was discharged three days after the procedure without sequelae. The device was not returned to the MFR and was not available for eval. However, the instructions for use (IFU) clearly states that the safety and effectiveness of the prostar pvs sys have not been established in pts having a hematoma prior to sheath removal, therefore, user error in selecting this pt for pvs closure contributed to this event.